Event description:
The following has been reported: unit failing calibration for air detector test. Replaced air detector assembly and calibration passes. Continuing on to pmpm completed using agilia partner version v2r 4.0.3.21072 upgraded software to new version 2.2f wi-fi configured sql and centerium server checked for connectivity and data download: pass tested to nsha procedure fresenius kabi z019734 (agilia vp) reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.